Manufacturer narrative:
Evaluated 1 open/used reservoir. A visual inspection test was performed using appendix d; and the reservoir/barrel was found debris inside barrel; per (B)(4). Conclusion: the reservoir found with debris inside. Unable to verify anomaly due to reservoir returned open/used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Customer concern: per japan note: the patient requested that a white foreign object be mixed in the reservoir, so it was collected at the facility. I collected the defective product and checked it visually, but it did not contain anything like a white foreign object substance. Evaluated 1 open/used reservoir. A visual inspection test was performed using appendix d; and the reservoir/barrel was found debris inside barrel; per dop114-811doc. Conclusion: the reservoir found with debris inside. Unable to verify anomaly due to reservoir returned open/used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced packaging anomaly, sterility anomaly. The customer reported no adverse event. The event involved product(s) mmt-332a. Troubleshooting was not performed. Packaging reported as not sealed properly, misshaped, or sterile packaging not intact udpated by gst. No harm requiring medical intervention was reported. Product return status for mmt-332a is unknown.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.